Event description:
Qv otc caller reported putting swab in solution and then in nose -- tss advised that while it will not affect test results, to monitor for side effects. Tss logged feedback and asked for more information regarding incident.

Manufacturer narrative:
Subject: qv otc caller reported putting swab in solution and then in nose -- tss advised that while it will not affect test results, to monitor for side effects. Tss logged feedback and asked for more information regarding incident. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.